Event description:
In 2008, a patient/layperson informed a customer care advocate, cca, that her onetouch ultrasmart meter began prompting the error 5 message on two days earlier. The issue could not be resolved during troubleshooting. Allegedly, after the issue began (date and time not provided), the patient was reportedly shaky, sweaty, light headed, and dizzy. Reportedly the patient received no medical intervention and took her insulin on a sliding scale. However, it is unknown why or how the insulin treatment was taken on a sliding scale or if the patient obtained a reading as well. Although the patient alleged, she had not been taking her humulin insulin on a regular basis due to the issue, she did not provide the name of the other sliding scale insulin she alluded to. The cca replaced the products. Since the patient has not responded to this senior medical affairs specialist's calls, a letter has been sent. Because the patient alleged she experienced symptoms (that can be associated with severe hypoglycemia) after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.